Event description:
The palmaz genesis stent was dislodged from the balloon during the procedure. It was snared and removed from the patient. There were no other issues with the patient.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This report is a duplicate of report # 9610978-2010-00253. (B)(4).